Event description:
The pump was returned for investigation. Investigation revealed that the battery cap and battery compartment were damaged and that the display screen was dim and fading. This report is made based on results of investigation completed on 11/27/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/27/2013 with the following findings:visual inspection revealed a crack in the battery compartment and stripped threads inside the battery compartment. The battery cap threads were also found to be stripped. The display screen was dim and discolored with fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).